Event description:
It was reported that the patient was experiencing overstimulation following their previous spinal cord stimulator revision procedure (MFR of MDR 21466828). The patient was admitted to the hospital and underwent an unknown surgery. The patient is now doing well postoperatively.

Manufacturer narrative:
Corrections to the initial MDR on block e1.

Event description:
It was reported that the patient was experiencing overstimulation following their previous spinal cord stimulator revision procedure MFR# 3006630150-2025-10706. The patient was admitted to the hospital and underwent an unknown surgery. The patient is now doing well postoperatively.